Manufacturer narrative:
The actual device was returned for eval. Reliability engineering evaluated the device and observed that the device was altered. If add'l info should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This device was returned in response to a field corrective action (fca). The fca addressed the incorporated of a pressure relief valve into the hose assembly of devices manufactured before a design change that became effective on may 13, 2009. During pre-testing of the returned device, it was discovered that the device was "overheating". The device was not used in surgery as the reported condition was discovered during testing. No injuries or medical intervention were reported. All available info has been disclosed. If add'l info should become available, a supplemental medwatch report will be submitted accordingly.